Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an venotomy closure of the common femoral vein using the pre-close technique with two proglide devices prior to a pfo patent foramen ovale interventional procedure. Reportedly, one of the proglide device was successfully pre-placed. The other proglide device had a foot piece that remained stuck in the vein and the needles were removed. The foot piece was attempted to be retrieved with a lasso and finally a vascular surgeon performed a procedure to retrieve and close the vein. Additional intervention was performed to repair the vein. Hemostasis was achieved via surgical suturing. A perfusion was performed and the patient was hospitalized at the intensive care unit. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - against resistance. The device was returned for analysis. The reported ¿no suture was present when the plunger was removed¿ and the foot separation were confirmed. Difficult to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number. H6: health effect - impact code 4644 was removed.

Event description:
Revised based on additional information received: it was reported this was a venotomy closure of the right common femoral vein with two proglide devices after a patent foramen ovale interventional procedure using an 8f sheath. Reportedly, no suture was present when the plunger of the first proglide device was removed. The lever was returned to its original position and the foot retracted prior to device removal. An attempt to remove the proglide was done; however, the device remained stuck in the vessel and force was required, the device was removed against resistance. No resistance was noted during advancement of the proglide device into the anatomy. A second proglide device was attempted to close the vessel but the proglide could not be inserted into the anatomy as it was noted that a foot separation had occurred with the first proglide device and the foot piece remained stuck in the vein. A vascular surgeon performed a surgical procedure to retrieve the separated foot piece and to repair the vein (two-hour surgery). Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. A blood transfusion was performed and the patient was hospitalized at the intensive care unit, prolonged hospitalization. The final patient condition is good. No additional information was provided.